Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 3-4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1 post procedure. On (B)(6) 2026, the patient returned symptomatic with worsening mr of grade 4. The follow up revealed that the clip had single leaflet device attachment (slda) from the posterior leaflet. On (B)(6) 2026, a re-interventional procedure was performed. A mitraclip was implanted. The mr was reduced to grade 1 post procedure. There was no clinically significant delay reported.